Event description:
It was reported that a patient underwent a right hand tendon transfer procedure on (B)(6) 2013. Upon insertion of the juggerknot, the deployment device fractured in half. Both pieces were retrieved and another juggerknot was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible averse effects, number 2 states, ¿bending or fracture of the implant." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.